Manufacturer narrative:
(B)(4).

Event description:
The metal ball at the tip came off from the instrument and the insulation retained. Additional information confirms the metal ball still in the patient. There is no product returning for evaluation.